Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer had over-filled the cartridge with insulin. The reported issue was resolved prior to the report with tandem technical support, therefore, troubleshooting was not performed.

Manufacturer narrative:
Device not returned.